Event description:
The pt's generator was replaced for being at end of battery life. The generator eos was confirmed (as result of battery depletion) in product analysis. During testing, transistor q9 was found to exhibit an out-of-limit (higher) leakage current at test chamber temp. This leakage increased the module's supply current 1ma consumption by approx 2.672ua over the high limit (spec 23.000 - 38.000ma) and could potentially be a contributing factor to the eos. However, results of the battery life calculation confirm that the eos condition was an expected event and potentially, this slight leakage is expected to have only a minimal effect on the eos condition. The caged module met specification.